Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said the their stimulation totally stopped and they can't feel the stimulation at all. Pt said the issue started about 5 days ago. Pt denied any messages on their handset. During the call agent tried to check if the stimulation might be off but patient said they have 2 handsets because they still have the old one. Pt can't power the handset on because it kept on going blank. Agent walked the patient through on how to turn on the handset. Pt said the screen powered on, they saw the date and message said connect the charger. Agent suspected the handset was depleted because it wasn't staying on. Pt said they can't find the charger that goes to the handset. Pt also said they tried to charge the handset overnight. Agent advised pt to find the charger for the handset and charge it. Pt will call back once the handset was fully charge to proceed checking the patient therapy app.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating their stimulation had stopped working. Patient said the stimulation stopped in the middle of the night and they woke up feeling funny, realizing that stimulator had stopped working. Patient then mentioned they had 2 sets of equipment, from their previous ins as well. Patient had charged handset before calling and by entering about section of patient therapy app, patient confirmed handset and communicator that were associated with current ins via serial numbers. Before agent had patient attempt to enter patient therapy app, agent had patient check if communicator powered on. Patient said the communicator lights wouldn't turn on unless plugged into power cord. Patient said when plugged in, the green and blue lights would keep blinking back and forth, then would turn off when unplugged, even after attempting to reset. Agent asked, patient said they last charged the communicator years ago because they were told the battery lasts 10 years and patient hadn't needed to use the equipment. Agent reviewed communicator charging information. Patient asked if someone could meet them in person for assistance, and said they no longer had a managing doctor. Patient also said they'd had other things going on so the stimulator has been put on the backburner. Agent reviewed role of manufacturer representative (rep) and reviewed/mailed physician listings to patient. The patient was redirected to the healthcare provider to contact a rep and check on the status of the ins.